Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/30/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the initial procedure?: unknown. Could you please confirm when the issue occurred?: unknown. What is the product code?: 711h. What is the lot number?: jkm390. What is the event day and the procedure date?: (B)(6) 2020.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the suture broke. There were no patient consequences reported.